Manufacturer narrative:
(B)(4). Date sent: 12/1/2021. D4: batch#: u5e82j. Investigation summary: a photo along with the device was returned for evaluation. During the visual analysis of the photo, the following was observed: the photo shows a device with the jaws in open positions with a white stain was noted on the channel, however, due to picture quality no conclusion was determined based on the picture provided the event described cannot be confirmed, however no conclusion or root cause could be determined. The product was returned to ethicon endo-surgery for evaluation. Visual inspection were conducted on the returned device. Visual analysis of the returned sample revealed that one psee60a device was received without sterile packaging. Upon visual inspection dry lubricant was noted in the jaws area. The device was disassembled to verify the condition of the internal components and no anomalies were noted.  As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. During manufacturing process a clear lubricant is applied to the articulation joint cover to make the insertion and extraction of the device into the trocar easier. This lubricant is safe for patient use. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information: this is an analysis for a picture submitted to ethicon endo surgery for evaluation. During the visual analysis of the photo, the following was observed: the photo shows a device with the jaws in open positions with a white stain was noted on the channel, however, due to picture quality no conclusion was determined based on the picture provided the event described cannot be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.

Event description:
It was reported that before loading the first reload for a laparoscopic sleeve gastrectomy, the or-assistant noted a small piece of plastic in the cartridge side of the stapler. This little piece was present after releasing the plastic bag, but it was a different kind of plastic and the little plastic bag did not show any pieces ripped off. They took another same like product to complete the procedure. No patient consequence.